Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced with two attempted pacing leads. The leads were reportedly turned off and were then removed and replaced. No patient complications have been reported as a result of this event.